Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the communication bus. The field service engineer (fse) observed that there were no indicator lights on the pyxis module controller and checked all connections. The drawer was removed, and the drawer controller was tested and found to be functioning properly. The pyxis module controller board was replaced, and testing was performed in the application. The system was further tested using the dispensing application and was confirmed to be functioning correctly. The system functioned as intended after field service engineer repaired the device.